Event description:
It was reported that the right ventricular (rv) lead exhibited a slow steady rise of impedance and now measured high impedance. The capture threshold was also noted with increased measurement. A possible fracture was noted. The rv amplitude was increased for appropriate safety margin. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)